Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. There is no indication that the access accutni+3 reagent was returned for evaluation. The fse evaluated the unicel dxi 600 immunoassay clinical system, but did not see any evidence of an instrument malfunction. In conclusion: the cause of this event cannot be determined with the available information.

Event description:
The customer contacted bec (beckman coulter) to report an elevated troponin I (access accutni+3) result on the laboratory's unicel dxi 600 immunoassay clinical system serial number (B)(4). The patient's sample (designated as sample one) was processed on the unicel dxi 600 immunoassay clinical system serial number (B)(4) and elevated results, above the assay's normal reference range was obtained. The sample was then processed on a second instrument, methodology/assay reference range unknown, and a lower result was obtained and reported outside the lab. There was no change to patient care or treatment which occurred in association with this event.. The customer reported system check and calibration recovered within assay and instrument specifications at the time of the event. The customer also reported quality control (qc) was recovering within customer established specifications pre and post to event. Sample was collected in a lithium heparin gel tube that was centrifuged on an automation line . No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.